Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold, and opening on anterior mold of approximately 80%. A leak test and microscopic analysis were performed which identified a puncture opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is an opening puncture due to surgical damage consistent with the use of a surgical tool. Additional, corrected, and/or changed data: b.5, d.7, d.10, g.1.,h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device implanted after expiration date. Device remains implanted.